Event description:
Customer reported via phone, the insulin pump has been alarming unexpected restart the device had been shutting off. Customer's blood glucose was 590 mg/dl. Troubleshooting was performed. No alarms were noted in the device alarms history. Call was disconnected but customer mentioned she hadn't call before because she was filling ill. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.